Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a controller failure red alarm. It was recommended to the physician to switch to another aic. The physician decided to explant the impella instead. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller failure issue has been completed. The product was returned (unk date of return), and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show multiple kbd communication errors (communication error, corrupt register), possible esd events (kbd: high guard level), and controller error alarms #24 "loss of communication with kbd". After console was send to aachen fs, it was tested but issue was not reproduced. Inspection of the console - and specifically kbd assembly and cable, did not reveal any anomalies, defects, or evidence of corrosion or fluid ingress. Per the results of the clinical review and investigation, the root cause of the controller alarm was corrupt communication between 4-in-1 and kbd, most likely due to 4-in-1 carrier malfunction. This report is being filed as part of a retrospective review of historical records.